Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "double beep" alarm after power on with no cassette attached. The issue was determined to have been caused by the downstream occlusion sensor/air detector. The cause of the component problem was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the cadd legacy plus pump failed to stop beeping. No patient injury or complications were reported in relation to this event.